Manufacturer narrative:
Investigation completed (B)(6) 2017. A two year look back for this reported failure and or related to "when head is raised the base unit slips down" for product ID (B)(4) shows that no additional complaints were received. No new design or manufacturing trends have been identified. Conclusion: no failure analysis performed. Unit has not been received after several documented requests.

Event description:
During a case when the head of the bed was raised (and not in trendelenburg), the base unit slipped down. Additional information has been requested. Linked to mfg. Report number: 3004608878-2017-00086.